Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient's mother did not report injury or medical intervention. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4&#59408;latinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as (B)(6)).